Event description:
Boston scientific crm received info that this patient presented with high threshold measurements and low impedance measurements. Fluoroscopy showed the right ventricular (rv) lead dislodged from its original location . Physician elected to replace the pacemaker and the rv lead at that time. The replacement procedure was difficult due to the patient's tortuous venous anatomy. One day post-implant, the patient was found to have pneumothorax. The patient again presented with high threshold measurements. The physician repositioned the lead and resolved the pneumothorax. At this time the patient is in stable condition with good threshold measurements.